Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, the customer provided one photo for analysis. The complaint of needle hub cracked was able to be confirmed by the photo. The photo shows a crack in the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of needle hub cracked was confirmed by visual inspection of the customer supplied photo. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion of the cvc when the physician tried to aspirate, he then noticed there was air escaping from the hub of the needle. Upon investigation of the introducer needle it was noticed that there is a crack on the needle hub. Another new cvc set opened to complete the procedure". The patient had no harm or injury.

Event description:
It was reported that "during insertion of the cvc when the physician tried to aspirate, he then noticed there was air escaping from the hub of the needle. Upon investigation of the introducer needle it was noticed that there is a crack on the needle hub. Another new cvc set opened to complete the procedure". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).